Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced consecutive red heart alarms for no flow and low speed operation. There were several events noted in the history screen. This occurred while the pt was connected to the power module and they also believed that the issue could be reproduced with manipulation and movement. The log file was reviewed and confirmed pump stoppage and a possible percutaneous lead issue. The hospital staff decided to explant the pt's pump and the pt will function on their own native heart.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.